Event description:
It was reported that the wake button became detached from the pump. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly the customer continued to use the pump for insulin therapy.